Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-17199) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that device was explanted and replaced due to premature battery depletion. Patient presented for follow-up and an excessive battery discharge was noted in a short time frame. No patient symptoms reported.